Event description:
The subject was admitted to the hospital (B)(6) 2011 for worsening heart failure. During admission blood cultures were done and came back positive. Echo revealed possible lesions on pacer leads. Device leads were removed on (B)(6) 2011. Device was not removed. Subject received several rounds of IV antibiotics throughout hospital course. Subject was d/c'd on (B)(6) 2011 with no clinical signs of infection. No plans to implant new leads or remove device mentioned at time of d/c. This is all the available information at this time. If additional information becomes available, this event will be updated.